Event description:
This pt was admitted for pecutaneous coronary intervention. The target lesion was a 90% tubular stenosis in the distal left circumflex (lcx). A ebu 4.0 guiding catheter was used to access the vessel. Angiomax and a loading was predilated with a 2.5 x 20mm voyager balloon inflated to 12 atms. A 2.5 x 28mm cypher stent was deployed within the lesion site and a post deployment dissectin was noted. The physician attempted to advance another 2.5 x 13mm cypher stent to cover the dissection; however, the stent would not cross the previously implanted cypher stent. A 2.25 x 15mm vision stent was used to treat the dissection with satisfactory results. There were no adverse effects suffered by the pt.